Event description:
Slcr55g was attached to the plc55 for third firing. Upon pressing the fire button twice, nothing happened. The closure of the plc onto the lung caused a tear. An open mini-thoracotomy had to be performed in order to oversew the staple line at the approximate area of the tear. Competitive device was used to complete the procedure.